Event description:
When trying to get off of the phs table (pt bed) the pt reached the under edge of the flip-up. The flip-up caught pt's finger between the under edge and the side of the phs causing injury to the finger.